Event description:
It was reported that an infusion set for the ilet was deployed incorrectly or not attached correctly, and the caregiver indicated the cannula did not insert, after which the user experienced a blood glucose level of 389 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, a usage problem identified, and an improper or incorrect procedure or method related to the infusion set and cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.